Event description:
Patient had a single knee replacement and was connected to orthopat. Orthopat was initially acting as a drain immediately post op. Blood in non filtered side of reservoir was vigorously bubbling. Called haemonetics hotline and was instructed to transfer blood to a new reservoir because there was probably an air leak. Salvaged blood was suctioned from defective reservoir and added to new reservoir. After pressing the suction button with the new reservoir in place the blood again started bubbling in the non filtered side of the reservoir. Decided to add processing kit and process blood. Blood stopped bubbling after processing kit was added and we started processing the blood. Recently had another issue where the blood wouldn't pull to the disc during processing and the hotline believed there was an air leak in the reservoir and again instructed us to replace the reservoir.what was the original intended procedure?orthopedic perioperative autotransfusion system (quickconnect reservoir).device #1is this a laboratory device or laboratory test?no.